Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider and the customer's report was observed. However, the device was put through extensive testing including fast testing without duplicating the report. The device was recertified and returned to the customer. The electrode pads used were not returned for review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.